Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the computer for the navigation system was replaced to resolve the reported issue. The suspect computer was received by the manufacturer for evaluation. Testing has been unable to confirm the reported issue. The computer passed all testing.

Event description:
A medtronic representative reported that, while in a cranial resection, the navigation system became unresponsive. The representative reported that the mouse would become unresponsive in the cranial application software. Restarting the navigation system did not resolve the reported issue. No additional information was provided. The surgeon opted to complete the procedure without the use of the navigation system. There was a reported delay to the procedure of more than 1 hour due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.